Manufacturer narrative:
Btl followed up with the patient to gather additional information. Per the patient burns, lumps and pain had resolved by eight weeks. Btl is not successful to gather additional information from the user facility. Btl will continue with the investigation. A f/u report will be made to the agency if and when new information is received about this case.

Event description:
A voluntary report (mw5056629) was filed with the agency by patient. A female patient treated by vanquish to abdomen experienced burns, three lumps and pain in the treated area.